Manufacturer narrative:
As returned the device was found to have a fractured post. It passed dimensional and hardness testing aside from the previously mentioned fracture. Device had a field age of 6 years, 3 months and showed signs of wear and tear consistent with frequent use. Review of the device history records did not find any deviations or anomalies. The device is used for treatment. Instrument care, cleaning and sterilization instruction states "where instruments form part of a larger assembly, check that the devices assemble readily with mating components. If damage or wear is noted that might compromise the function of the instrument, contact your zimmer representative for a replacement." A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that during use, the pin on the impactor fractured off and lodged in the patient's bone. The surgeon was able to remove the fractured portion.

Manufacturer narrative:
This report will b amended when our investigation is complete.